Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed, and observed signal loss alarms due to low/not present ble rssi value. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. The reported sensor has still not been returned by the customer. If the sensor is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and experienced convulsions and a loss of consciousness. A reading of 25 mg/dl was obtained on the hcp meter and customer was treated with sugar water by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk as the reported sensor serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and experienced convulsions and a loss of consciousness. A reading of 25 mg/dl was obtained on the hcp meter and customer was treated with sugar water by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and experienced convulsions and a loss of consciousness. A reading of 25 mg/dl was obtained on the hcp meter and customer was treated with sugar water by the hcp. There was no report of death or permanent injury associated with this event.